Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified delamination of the valve, white particles, wear abrasion and creases fold. Leak test and microscopic analysis was performed which identified delamination(total) of the valve. Based on the device analysis the final assessment is a delamination total of the valve (adhesive failure).

Event description:
Healthcare professional reported right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.